Event description:
In 2005, a pt was treated with a gore excluder aaa endoprosthesis. A type ii endoleak was observed post implant. In august 2006, follow-up CT images showed aneurysm growth and a persistant type ii endoleak. A reintervention was done in 2007. A transfemoral approach was made to address the type ii endoleak with coils. Follow-up in the following month showed no changes to the aneurysmal sac. A second reintervention occurred in the following month. A translumbar approach was made with coils and thrombin. Follow-up at 5 months showed that the type ii endoleak had resolved and the aneurysm sac had grown with minimal graft apposition to the aorta. In 2008, the excluder aaa endoprosthesis was explanted by transecting the graft at the aortic bifurcation, leaving the common iliac arteries lined with partial excluder limbs. An aorto-bifurcated graft was sewn to the partial excluder limbs without incident. Pt is reported to be doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Device is in the process of being evaluated.